Event description:
It was reported that the patient was having problems with her implantable neurostimulator (ins) and thought that it was a migration issue. It was noted that her current ins was smaller than her first one. The ins did not appear to be flipped or moving or infected, but it was painful to the touch. She thought she didn¿t have the fat or the muscle to hold the device in place. This had been going on for a while and gradually getting worse. She thought her body was rejecting the ins because it was super sore and never stopped hurting. It was noted that it wasn¿t red or swollen. 1 to 2 year prior, maybe a year and a half ago, she had to have a surgery to move her ins to another area of her body due to pain issues. The ins was moved from the upper part of her buttocks to more on the side of her hip. The patient was a small person and had always had a little soreness at the implant site and it was never really pain free. The patient was unable to see her managing healthcare provider (hcp) until about 2 months later, but she was trying to see her primary care physician (pcp) next week. The patient was in a lot of pain right now. She had a wheelchair she could use if it got really bad. She was going to have to ¿crank this up to control the pain that¿s in my hip right now¿ but then would not be able to feel her legs, and would become a ¿paraplegic¿ and wouldn¿t be able to feel below her waist if she ¿cranks¿ stimulation up high enough to help the pain in her hip. The pain in her hip had been going on for a few weeks, but ¿it¿s been really bad this week.¿ the patient couldn¿t sleep at night because of the pain in her hip ¿where the machine is at.¿ the patient¿ didn¿t know what had happened. Even though she had always had soreness there, this pain was new and was bad. It had been building up and went ¿crazy¿ this week. The patient was considering removing it if she had to go every year or 2 to have the ins replaced or moved. She wondered if she was not a good candidate for spinal cord stimulator (scs) and wondered if she was too thin skinned. The patient was encouraged to discuss this with the managing hcp. The patient inquired about the option of having the pain pump implanted. About a week later, the patient had scheduled an appointment with an hcp. The cause of the event was not determined. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).